Event description:
Lap hernia repair - "during a lap hernia repair the surgeon noticed that a small piece of black rubber was in the abdomen. They retrieved the small piece of rubber; after the procedure was finished they noticed that it was a piece of the valve of the trocar. During this procedure only the scope was in the trocar, no other instruments or the mesh."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.